Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited codes that caused the device to enter safety mode. This patient also experienced muscle stimulation. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to have gone into safety mode as the result of a double bit memory corruption. The root cause of the memory corruption could not be determined. The allegation of muscle stimulation could not be confirmed.

Event description:
--